Event description:
During a laparoscopic appendectomy the stapler misfired and allowed stool to spill into the abdominal cavity. The patient had to stay in the hospital longer and undergo antibiotic therapy.